Event description:
Patient was revised to address disassociation of the liner from the cup (right side).

Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the performed investigation, product contribution was not identified and a need for corrective action is not indicated, however, testing is ongoing to further investigate possible caused of disassociation and to determine if future action is appropriate.